Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Excessive deflection force on the end effector have the ability to cause the instrument to skive depending on the technique of the user. Instrument skiving can lead to the misplacement of implants. Ultimately, the patient did not experience any adverse effects and the s2ai implant was removed and replaced. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
L3-s2ai fusion - revision of previous fusion. Egps 1.4 software. Instruments verified, arm and monitor draped prior to case start. Screws planned by dr. (B)(6) before patient entered the room. Egps positioned on the same side as or door and opposite dr. (B)(6). Egps at the head of the bed and opposite sam, the scrub tech, and implant/instrument trays. C-arm #8 used for the case. It is the only functioning c-arm at the account. The drb was placed in the right psis via the long quattro spike and sm placed in the opposite psis. Dr. (B)(6) placed both within his open incision by dissecting the skin from the fascia.